Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 423 mg/dl at the time of incident. Customer states insulin pump had no delivery alert. Customer states the insulin did not exit and pump alarmed no delivery. Customer reports insulin exits the tubing. The insulin pump will not be returned for analysis.